Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was returned in good visual condition, with a reload present. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The reload was loaded on the device without any difficulties and did not fell out during the functional test. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the device was used during an unknown procedure. The staple cartridge fell out when the device opened. Another device was used to complete the case. There was no adverse consequence to the patient.